Event description:
The pt discontinued use and recharging of the device over six months ago. Reportedly, the pt programmer is communicating with the ipg but displays error message. It is unk if there are communication issues with the charging system. Surgical intervention will take place to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.